Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/07/2019. During evaluation of the unit, the se found that the speaker had a low sound. The se found that the unit would need a new speaker. The se replaced the speaker assembly as a precautious and the ventilator passed all performance verification testing. (B)(4).

Event description:
The service engineer (se) reported that the speaker was working however, had a low sound. There was no patient involvement at the time the issue was discovered.